Event description:
A touchscreen responsiveness issue was reported by the customer. There was no additional information received about the outcome of the event or any impact to the customer¿s blood glucose level. No further action was required as follow-up was declined, and the technical support team added the serial number from the patient file since verification was unsuccessful.